Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 500 mg/dl at the time of incident and other value was 149 mg/dl. The customer never been treated for high blood glucose level. The customer stated that the symptoms related to high blood glucose such as abdominal pain. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer does not allege pump was under delivering. Customer also stated that they had an issue associated with infusion set at insertion site and description of issue was back flow of blood. Customer stated that they did not receive medical treatment as a result of the site issue. Advised customer to change entire set, reservoir and insulin and treat per health care professional's instructions also advised to call when tubing clamp received to perform high pressure test to confirm insulin pump can detect an occlusion. The insulin pump will not be returned for analysis.